Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-surgery, it was discovered that the trigger of the handpiece device was sticking and not working correctly. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. The event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the device was functionally and visually tested. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to stuck trigger. During the initial assessment it was found that the device failed the following steps from the functional assessment: 4.3.5 visual inspection during the assessment it was found that the trigger of the device was sticky. Therefore, the reported condition was confirmed. Device history review: review of the device history record(s) showed that there are no relevant issues during the manufacture of this product which would contribute to this complaint condition.